Manufacturer narrative:
(B)(4). CAPA: the events are expected. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: the serious events of blurred vision and halo vision were considered expected and possibly related to the treatment. Contributory factors include the injection technique. The case did meet the seriousness criteria for expedited reporting to the regulatory authorities. Additional comments: it was not known if device was available to be evaluated by the manufacturer

Event description:
(B)(4) is a spontaneous report sent on 30-jun-2017 by a physician which refers to a female patient. The patient's medical history was not reported. Concomitant treatments and previous treatments were not reported. On an unknown date, the patient received treatment with 0.4 ml restylane refyne (lot unknown) to the tear troughs with insulin syringe needle and unknown injection technique. During the injection, the patient experienced seeing a halo(halo vision) with a bright green rim. The physician stopped the injection and the halo resolved in approximately 10 seconds. The patient also experienced blurred vision(vision blurred). Treatment for the adverse events was not reported. Outcome at the time of the report: blurred vision was unknown. Halo was recovered/resolved.